Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "ruptured" saline implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a saline "rupture" on an unknown side. Device has been explanted. This record is for an unknown side.